Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a computed tomography (CT) of the abdomen was performed on (B)(6) 2023 and captured partial thrombosis of the outflow cannula with 75% stenosis. Low flow alarms. Were reported with no other symptoms there were no changes to patient condition or anticoagulation status that may have contributed. There were no recent changes to pump parameters. The patient decided to not undergo surgery to alleviate the issue and was place under hospice care.

Manufacturer narrative:
Section d4: corrected model number and lot number. Manufacturer's investigation conclusion: the report of suspected outflow cannula thrombus cannot be confirmed, through this investigation. Additionally, the reported low flow alarms could not be confirmed, through this evaluation. Review of the CT image provided by the account appeared inconclusive for the reported partial thrombosis of the outflow graft. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number#: (B)(6). And no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations, from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1: outlines potential adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4: outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered, when pump flow is less than 2.5 liters per minute (lpm). And explains, that changes in patient conditions can result in low flow. Section 6: lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7: outlines visual/audible alarms. As well as, the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.